Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 300 mg/dl. The customer's mother stated that patient was admitted multiple times into the hospital and believes the pump may be the issue. The customer's mother was unable to continue troubleshooting because she was on lunch. The customer will call back.